Manufacturer narrative:
The customer called in to report that there was a battery failure. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite to further investigate the issue. The fse removed the battery in question and replaced it with a new battery. The fse then confirmed the battery replacement resolved the issue. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was battery failure. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that there was a battery failure. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Onsite service is currently pending.